Event description:
The clinical consultant reported that the automated impella controller (aic) was chipped on the top right corner. It was reported the chip was observed after opening the box that the aic was returned in after having preventive maintenance performed. There was no patient involvement.

Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The console damage, chipped on the top right corner, was confirmed by visual inspection of the returned console. The purge cassette and pump were used for simulation, and it was verified the functionality of this console was not affected by the exterior damage. According to the checklist of preventive maintenance and information provided by customer, it was most likely the console was mishandled during transportation from the manufacturer to the field (i.e. Dropped/ knocked on the top right corner of console). The cause of the cracked front housing was most likely mishandling during transportation/ moving. This report is being filed as part of a retrospective review of historical records.